Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump problem occurred. They were unable to communicate with the pump. Interrogation was attempted with 3 working -clinician programmers and in different rooms. The clinician programmer antenna had an orange light instead of a green light during the telemetry test. Electromagnetic interference (emi), magnetic resonance imaging (MRI), patient fall and pump flip were ruled-out. On the friday prior to this report, (B)(6) 2014, the healthcare professional (hcp) received a low battery message, but 'telemetry was not completed and the program could not be reached'. The last correct and complete interrogation occurred on (B)(6) 2014 and the elective replacement indicator (eri) was 63 months. The flow rate for the pump was 49.91mcg/day/flex mode: basal rate=1.89mcg/h, 20-5h = 2.4mcg/hr. The patient had increased spasticity and spasms at night for the past two weeks. The pump would be removed the week of (B)(6). The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump confirmed telemetry could not be performed. No logs could be acquired and standard performance tests could not be performed. The issue appeared to be due to the hybrid. Analysis of the hybrid and battery identified the device was stuck in a constant state of power-on-reset due to collapsed voltage supplies. Testing also revealed that the crystal in the hybrid was not oscillating. Multiple solder bump anomalies were identified. Due to the limited resolution of the x-ray taken, no distinct electrical shorts were identified. The cause of the no telemetry condition was due to a fault in the integrated circuit.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported the pump was replaced on 2014-(B)(6). The patient was doing well and their new pump was effective on the spasms and spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.